Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was prepared and inserted into the left atrium. Wire was advanced into appendage, and then it was found that the wire could not be pulled back. The system was removed and replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received for analysis.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure to treat an atrial fibrillation a farawave pulsed field ablation catheter was selected for use. The catheter was prepared and inserted into the left atrium. Wire was advanced into appendage, and then it was found that the wire could not be pulled back. The system was removed and replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received for analysis.

Manufacturer narrative:
The returned farawave pfa catheter was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event of a stuck guidewire not confirmed. Investigators were able to load a known good guidewire into the catheter with no issues and were able to maneuver the catheter with no resistance. The cause of the issue could not be determined as there was no problem found with the returned device.